Manufacturer narrative:
B3: event date not available per account/customer. Bsc aware date used.

Event description:
It was reported that thrombosis occurred. A patient with a previously implanted 27mm watchman flx pro closure device presented for an atrial fibrillation ablation. Prior to the ablation, transesophageal echocardiogram (tee) was performed to review the status of the 27mm watchman flx pro closure device. A large thrombus was identified on the face of the closure device near the threaded insert. The patient was placed on intravenous heparin and admitted to the hospital. The patient was discharged on (B)(6) 2026 and expected to have a follow up tee.